Event description:
It was reported the customer was experiencing high blood glucose. Customer stated they had bolused, but their blood glucose remained high. The customer's blood glucose was 466 mg/dl. Customer had treated their blood glucose. It was also found the customer was feeling miserable from their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported seeing air bubbles upon removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.